Manufacturer narrative:
Date sent to FDA:04/23/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent incarcerated incisional ventral hernia repair surgery on (B)(6) 2013 during which the surgeon noted a portion of the previously placed mesh had shrunk and detached from one side of the defect, leading to the recurrence. A portion of the mesh was removed. It was reported that the patient underwent recurrent ventral hernia repair surgery on 9/27/2019. It was reported that the patient experienced severe pain. No additional information is provided.